Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Distributor planned to return device to manufacturer using return authorization, and device was expected to be sent back for evaluation while no additional corrective actions were documented.